Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00 x 38mm synergy drug-eluting stent was advanced for treatment. However, the catheter kinked and snapped 100 centimetres from the hub while inside the guide. Subsequently, a balloon catheter trapped the broken portion and the device was completely removed. The procedure was completed with a different device and there were no patient complications reported.